Event description:
During service, a unit won't cycle with all leds on and constant single tone alarm was found, as well as a motor stall with low pressure alarm. Replaced integrated circuit u25 and u26(which were missing) on the logic board and transistor q8 on the motor board to correct the failure modes.